Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tbf2316c124ej, serial (B)(6) , ubd: 24-aug-2016, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a aaa. It was reported that approximately 9.5 years later , a type ib endoleak was identified in the right and left limb endurant stent grafts. It was said the right common iliac artery (cia) diameter increased and could no longer be accommodated by the 24mm device. A non-medtronic stent was placed in the right eia after a internal iliac artery embolization was performed. Contrast imaging was again performed, but the endoleak did not disappear. A retrograde angiogram via the left leg was performed and confirmed that a type ib endoleak was also present in the left limb . Another non mdt limb was implanted in the left side. Final contrast angiogram was performed which showed no endoleaks per the physician, the cause of the bilateral type ib endoleak was due to cia enlargement no additional clinical sequalae were provided and the patient is fine.